Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, when the plunger was pushed the haptic of the lens did not fold properly. Additional information was requested and received stating that the procedure was completed using unspecified new lens. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).